Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A log review was performed and there were no errors found. The reported event of loss of connection was not confirmed because the receiver could not detect the transmitter. The root cause was a failed transmitter.